Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles coming from the cartridge when the fill tubing step was performed. Reportedly, air bubbles were seen with multiple cartridges. The customer sometimes fills cartridges with cold insulin and sometimes fills the cartridge with room temperature insulin. The tubing was primed to remove the air and insulin delivery was resumed. There was no impact to the customer's blood glucose level.